Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Isi has received the needle driver instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Although the complaint has not been confirmed by failure analysis since the failure analysis investigation is in progress, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument had abnormal movement. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the instrument did not move in the intended direction persistently. The movement of the instrument did not cause any injury to the patient. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. No shakiness/ friction or external collisions occurred. In addition, the movements of the surgeon scaled appropriately to the instrument with no delay. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. The procedure was completed robotically. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to have imprecise motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and the grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause is attributed to a dislodged roll gear. Additional observation(s) found the roll gear was dislodged. The roll gear was dislodged at the base of the gear where it meets the main tube. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.